Event description:
Patient scheduled for posterior lumbar fusion l4-l5. After the interbody fusion, when the physician went to turn the cage inserter that the screws into the cage the tip broke off and was locked into the cage and cannot be removed. Per md and field representative, there is no harm for the patient as the tip is safely contained within the cage.